Event description:
Procedure: anastomosis. According to the reporter: when attempting to make a low colorectal anastomosis using the device, the product did not make the expected anastomosis. The device was used according to the manufactures instructions for use and principle of operating technique. After junction, the head of the instrument with the body could not close properly. There was a 0.5 cm distance between the two parts and a screw mechanism was noted damaged. A second attempt to make the anastomosis with was then performed. The same stapler was able to be removed, but the head of the product remained stuck. Part of the anastomosis was torn and there were no staples when the instrument was pulled off the head.

Manufacturer narrative:
(B) (4). (B) (4).